Event description:
The customer reported this atrial lead was exhibiting elevated threshold measurements. The exact numbers were not reported. A revision procedure was performed and the lead was removed from service and replaced. The lead was surgically abandoned (capped) and will not be returned for testing. No adverse patient effects were reported. The lead was actively implanted for approximately 11 years, 2 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The lead was removed from service and replaced with no adverse patient effects reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event reference in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.